Event description:
Customer reported the expiration date on the vial of strips to be 2008. Batch record review shows expiration to be 2007. No adverse event reported. Return requested of suspect device and replacement sent.